Event description:
It was reported that the ICD was upgraded to a crt-d. During this procedure the right atrial lead was attempted to be implanted but could not as the screw mechanism failed. Another lead of the same model and a left ventricular were then also attempted to be implanted but could not as a good location could not be found. All leads were not used and other leads were implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis indicates the lead was stretched. It was also noted that the distal conductor was distorted and fractured due to overstress and the inner insulation was kinked/buckled. Lead damaged at implant.